Manufacturer narrative:
(B)(4). The device reported, list number m771, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
The complainant reported an over-delivery. The calculated delivery volume was 84 ml at a rate of 6 ml/hour. After the pump had run for an hour and a half, it was noted that 40 ml had been delivered.

Manufacturer narrative:
(B)(4). The testing and investigation results did not confirm the complaint of over-delivery. The pump delivered at 100% accuracy, which is in specification.